Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was smashed and the pump touch screen was cracked, unresponsive, and no longer functional. The customer's blood glucose level was not impacted due to the reported issue. The contact confirmed that an alternate method of insulin delivery was available.